Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose of 320 mg/dl. Customer stated she doesn't feel like the insulin pump was delivering insulin. Customer didn't have any symptoms. The drive support cap was reported normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. On november 16 the device alarmed no delivery and customer had change out the infusion set. Alarmed occurred during fill tubing. Customer does not recall blood glucose level. High pressure test was performed and device passed. Customer was advised to remove the site and the cannula was not bent. Customer was advised to do a complete set change. No further info reported.